Event description:
It was reported that pump issued cartridge alarm during load process, and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support educated caller to wait for prompt before removing used cartridge, provided instructions for storage mode and pump return, and arranged shipment of replacement pump with guidance to re-enter pump settings and reconnect continuous glucose monitor.